Manufacturer narrative:
Block h6: device code a020503 captures the reportable event of seal compromise.

Event description:
It was reported that a flexima ureteral catheter device was to be used on a kidney stone removal procedure. During preparation, it was found that one unit inside the box was open or was not properly sealed. The procedure was completed with another of the same device with no patient complications.